Event description:
Customer reported issues with an unresponsive touchscreen. There was no reported impact on the customer's blood glucose level. The customer declined a follow-up, and no additional actions were required by technical support.